Event description:
It was reported that during lead implant, the physician was unable to secure the rv lead set screw. Device was explanted and replaced. Patients condition was stable.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. The rv septum was noted to be damaged and the setscrew stripped. The test leads could not be securely tightened in the sj-4 lead bore.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.